Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that a minimum fill notification occurred after a pump reset. The customer was able to successfully load a cartridge onto the pump and resume insulin. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.